Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and (B)(4) .

Manufacturer narrative:
Lot#: unknown/not provided. Catalog#: unknown, as product lot number was not provided. Expiration date: unknown as product lot number was not provided. UDI #: a complete UDI # is unknown as product lot number was not provided. If implanted; give date: n/a (not applicable). Ovd is not an implantable device. If explanted; give date: n/a (not applicable). Ovd is not an implantable device; therefore, not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cannula had popped off of the syringe on the healon duet pro - ophthalmic viscosurgical device (ovd) during insertion. There is indication that the issue was attributed to use error as the surgeon mentioned that she did not know if the technician had prepared the device properly. The patient experienced issues with the iris as well as a capsule tear. The surgeon had to perform a capsulotomy since it had torn out to the lens equator inferiorly. The surgeon gently performed hydro-dissection and removed the lens. She had to position the lens with the haptics 90 degrees away from the capsular tear and evacuated the iris hemorrhage. No patient injury was reported. No further information was provided.